Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went into surgery (not diabetes related) with the pod on in order to get a spinal cord stimulator implant for chronic pain. Customer also had a urinary tract infection and was receiving antibiotics for that. The patient's blood glucose levels went low (between 110 to 120 mg/dl) while undergoing surgery and was treated with d50 (dextros 50%) through their intravenous therapy during their operation. After the surgery the patient's bg level was reading at 150 mg/dl. The pod was discarded. The pod was worn longer than 48 hours on the abdomen.